Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the customer manipulated the pump during it self-test. Actions were taken to mitigate the reported issue: performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.